Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed; no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the technical summary, the instructions for use (IFU), training manuals, and current risk mitigations have been reviewed. No inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event was confirmed based on the provided imagery. In this case, available information suggests procedural factors (high push force) likely contributed to the event as a bent strut was observed at the inflow side of the thv. High push force can lead to the valve struts interacting with the sheath shaft and result in strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve via transfemoral approach, a bent strut was observed when the valve was advanced out of the first sheath. The delivery system was withdrawn back inside the first sheath, and everything was removed as a single unit. A second system was implanted successfully with no complications. The devices were discarded at the hospital. Imagery review found one (1) strut bent outward at the inflow side. -

Manufacturer narrative:
The investigation is ongoing.